Event description:
The facility representative reported an infusion pump with depleted batteries. This issue reported to have occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 31, 2007. Evaluation summary: the customer reported issue was confirmed during service. Inspection of the device found that the main batteries were depleted with 3 battery discharges below alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA. Service of the device was conducted on-site.